Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a labsystem pro clearsign ii amp was selected for use. During the beginning of the pacing, the unit will pace a few beats and then it shut down. No patient complications occurred. Procedure was not able to be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under sedation.